Event description:
Physician reported a port displacement treated with a lap-band ap system adjustment and a lap-band ap system surgical revision with accessport revision (with preservation of same band) for a pt in the lap band hero study. Device remains implanted.

Manufacturer narrative:
(B)(4). The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. It was repositioned during the procedure and allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery. Failure to do so may result in the inability to perform percutaneous band adjustments." "Failure to secure the band properly may result in its subsequent displacement and necessitate reoperation."